Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, rising thresholds and high impedance were noted on the right ventricular (rv) lead. It was also reported that high impedance and suspected oversensing were noted on the right atrial (ra) lead. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, rising thresholds and low impedance were noted on the right ventricular (rv) lead. It was also reported that high impedance and suspected oversensing were noted on the right atrial (ra) lead. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.